Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the mid right coronary artery (rca) that was mildly tortuous, moderately calcified and restenosed. When a tenku rx 3.5 x 15 mm balloon dilatation catheter was inflated for the first time, the balloon ruptured at 6 atmospheres. The patient was treated with a 3.5 x 15 mm non-abbott balloon catheter to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.